Event description:
Patient had a calcified lesion during a staged pci. Target lesion was pretreated with non-compliant balloon. Drug eluting stent was advanced to lesion, stent would not deliver to target lesion. Stent was removed undeployed at that time it was noted that stent had come off the delivery system. Multiple attempts with balloons, wires, and snares were utilized in attempts to remove the stent. Attempts were unsuccessful. Size 2.25mm x 22mm additional stents that did not deploy properly: ref #: onyxng27534ux, lot #: 0012646800, size: 2.75mm x 34mm. Ref #: onyxng35018ux, lot #: 0012539715, size: 3.5mm x 18mm. Reference report #mw5171137.